Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stent placement procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. This 7 x 34 x 135 iliac 6f unistep stent was unable to cross the target lesion. The iliac stent device was removed from the patient and it was observed that the stent was lifted. The procedure was completed with a 7 x 23mm wallstent. No patient complications were reported and the patient's status is good.